Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator would not let gas release. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the gas regulator would not dispense gas during a retina procedure. An alternate gas regulator was obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Additional information is provided a regulator was returned for evaluation. Per the contract manufacturer, the regulator was in good condition as received. Final testing was performed and the regulator met the release criteria. The customer reported event could not be confirmed. Per the contract manufacturer, a check of the batch production record for the provided lot number showed no unusual manufacturing issues and a check of complaint records showed no previous complaints against the reported lot. As the returned regulator was found to meet specifications, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).